Event description:
It was reported that a pt had an MRI on (B)(6) 2012 for the cervical spine. The pt was provided foam earplugs. At the end of the exam, the pt stated that his ears were ringing. The next day, his left ear reportedly felt plugged. The pt went to see his physician who ordered the mr and the physician sent the pt to an ent (ear, nose and throat specialist) for further eval. The ent performed an audiology test which confirmed hearing loss. The pt was placed on steroids (prednisone) for two weeks. There was no reported improvement in hearing. The pt went to another ent for a second opinion. This ent also confirmed hearing loss.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once add'l info becomes available.